Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h..10. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Correction: the IV pole clamp/collar was installed on this device on august 17, 2018 per field action 30. Root cause: the root cause of this failure was a mis-aligned IV pole release/hold button.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Upon inspection it was found that the IV pole was not secure. The technician adjusted the IV pole release/hold button and verified that it was secure and adjustable. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.